Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/21/2019. Technical support troubleshooting with the customer and found code (1105) light emitting diode (led) logged. Tech support suggested swapping the user interface assembly for troubleshooting and provided parts identification for the power switch overlay.

Event description:
The customer reported an alarm light emitting diode (led) failure check vent alarm. There was no patient involvement.